Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead was over-sensing noise. The patient was asymptomatic. No changes were made and there were no consequences to the patient.

Event description:
New information received notes that programming interventions were made. There were no patient symptoms reported.

Manufacturer narrative:
Additional information: b5 and h6.